Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the pvl cannot be determined. It is likely related to the mechanisms explained above. Patient factors (i.e. Ckd, mi and ti) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the japan post-marketing surveillance reporting system, transvalvular leak (tvl) and paravalvular leak (pvl) appeared after the implantation of a 26mm sapien xt valve. On the day of operation, 2+ transvalvular leak (tvl) was noted by post procedural echocardiography. On pod 22, the day of discharge, examination revealed that 3+ paravalvular leak (pvl) had developed and tvl had subsided. On six-month follow-up, pvl worsened to 4+. No device malfunction or adverse event due to device malfunction was observed. No information about treatment for regurgitation was available. The aortic annulus diameter measured 22.4mm by echo, with an ava of 0.6 cm2.